Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that the device was not exposed to magnetic fields. The displacement test was performed and failed. Instructed the customer that the insulin pump needs to be replaced. The customer had an appointment with her doctor and attempted to upload, but it could not be completed due to the alarm. Then the customer changed the infusion set and reservoir, and the rewind and prime process was done with no motor error alarms. The customer requested to continue using the insulin pump. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.